Event description:
Pt reported into the FDA voluntary reporting program (mw5013362) 11/04/2009: "halos, double vision, slow vision. After lasik surgery was performed, I began seeing halos and experiencing double vision after dark. Although f/u tests have rated my vision as 20/20 or 20/25, it sometimes takes several seconds to determine the answer when I take the vision test. Although I can see well, these vision issues are noticeable at night. These symptoms -slow vision, double vision, and halos - are only a problem in one eye. I manage by closing that eye when needed or wearing an eye patch when needed."

Manufacturer narrative:
(B)(4). Reporter, device, treating facility and physician are unk.